Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The insulin pump was unable to perform the occlusion test due to button and keypad anomaly. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that they received a button error alarm. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's spouse stated that they treated the low blood glucose with orange juice. The customer's spouse declined to troubleshoot for the low blood glucose. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.